Event description:
Case was reported by a consumer and described the occurrence of sarcoma in a pt who used polident for dental cleaning. The consumer contacted the MFR regarding a product complaint. A physician or other health care professional has not verified this report. Concurrent medical conditions include cigarette smoking, diabetes, high blood pressure and high cholesterol. Concurrent medications included polident smokers denture cleanser tablets, lipitor, metformin and metoprolol. In approx 1974 the pt started using polident (dental). In 2004, the pt experienced hip pain, underwent a spinal tap and was diagnosed wtih sarcoma of the hip. Pt had the sarcoma excised in 2004 and was hospitalized for five days. The pt reported that pt did not require any further treatments and pt is feeling well. Treatment with polident was continued. The outcome of the events is resolved. Polident overnight denture cleanser is mfg in memphis, tennessee and neither the lot number or the product are available for testing. No corrective actions have been required based on this report.